Event description:
It was reported that the patient underwent a left knee arthroplasty. Approximately 3 years post-op, the patient is alleging experiencing pain and loosening and is planning to be revised. No revision has been reported at this time. Attempts have been made and all available information has been provided.

Manufacturer narrative:
Cmp-1038026. D10: 00598604702 - stemmed nonaugmentable tibial component option cr/ps/lps size 6 for cemented use only - j6806029. 00596404212 - articular surface size gh 12 mm height''"use with plate 5 - 64507192. 00597206535 - all poly petella standard cemented size 35 mm diameter 9.0 mm thickness - 65270040. Unknown - unknown cobalt cement - unknown. H6: mechanical (g04) - femur customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.